Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged seeing that filter was turning black and particles inside the device tank. The patient alleged pressure on chest, creamy mucus on the duck of eyes, headaches, cough, nasal/throat irritation or soreness. There was no report of seriuos or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seeing that filter was turning black and particles inside the device tank. The patient alleged pressure on chest, creamy mucus on the duck of eyes, headaches, cough, nasal/throat irritation or soreness related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. In initial report, section d4 catalog, model and UDI number was wrongly captured, corrected and updated in this report. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged seeing that filter was turning black and particles inside the device tank. The patient alleged pressure on chest, creamy mucus on the duck of eyes, headaches, cough, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacture received new information alleging breathing problem. In this report, section b3,g3,h6 has been updated/ corrected.